Event description:
It was reported that approximately two years and nine months post placement procedure, the catheter was allegedly found to be broken. It was further reported that the distal catheter segment was removed using a snare. Reportedly, catheter migrated inside the patient. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one groshong catheter segment was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. In addition to the returned physical sample, one medical image was provided for review the investigation is confirmed for the reported fracture and material separation issues and identified wear and deformation issues, as a complete circumferential breaks were noted on the proximal end of the catheter segment. The surface were noted to be granular in one region and round in the other region and glossy. However, the investigation is inconclusive for the reported migration issue as the distal aspect of the catheter is not visualized in the provided image and the reported event could not be reproduced in the lab. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that approximately two years and nine months post placement procedure, the catheter was allegedly found to be broken. It was further reported that the distal catheter segment was removed using a snare. Reportedly, catheter migrated inside the patient. The current status of the patient was unknown.